Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received occlusion alarms. Insulin injections and boluses were delivered to address a high bg level. The customer was vomiting and went to the emergency room (ER). The customer was admitted to the hospital for diabetic ketoacidosis (dka). The ketone level was considered as being dangerous by a healthcare provider. The blood glucose (bg) was in the 400s while in the ER. After being treated in the hospital, the customer was discharged on (B)(6) 2017 with the high bg and dka resolved.